Event description:
The customer reported workstation errors. Further info was received from the fse that indicated the system froze and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The multi-output power supply was evaluated and replaced. The system was tested and found to working as intended and returned to service.